Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (25 mg/ml, 19 mg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that in post op after a scheduled eri (elective replacement interval) pump replacement on (B)(6) 2018, the hcp was contacted that the pump was showing through the patient's skin. The patient was 75 lbs and wheelchair bound, which may have ledor contributed to the issue. The hcp closed the skin over the pump when notified on (B)(6) 2018. It reopened approximately 3 weeks later, was closed again, and reopened approximately 4 weeks later. The patient was then scheduled for replacement and pocket revision. The catheter, 8780, was revised with a new pump segment for the pocket revision (from one side of the abdomen to the other). The issue was resolved and the patient status was "alive - no injury" at the time of this report. The pump and catheter would not be returned as the customer discarded them. No further complications were reported.